Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings:.black box shows several unexplained por events on (B)(6) 2017. Battery compartment and cap are undamaged and able to fit, pump¿s base is cracked between the keypad and the case seal. Evidence of moisture corrosion is observed on the display screen inside the pump, leak test failed due a pump¿s case crack leak. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. Unable to duplicate reported ¿power¿ complaint. Pump¿s cover was removed, further moisture corrosion was observed to the display screen, the cgm module, and to the power pcb . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.